Event description:
A low readings issue was reported with the adc sensor. Customer reported receiving unspecified low readings obtained on the adc sensor scan in comparison to unspecified readings obtained on a adc meter. As a result, the customer experienced hyperglycemia with symptoms described as dizziness and a loss of consciousness. The customer further reported they were able to self-treat with insulin and synjardy. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch , no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor was found to be in sensor state 8. Watermark was not observed at the base of the sensor tail. The returned sensor was de-cased and visual inspection was performed on pcba (printed circuit board assembly) and no issue were observed. The returned battery voltage was measured to be within specification range. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section d4 (serial number) was updated from (B)(6) to (B)(6) based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc sensor. Customer reported receiving unspecified low readings obtained on the adc sensor scan in comparison to unspecified readings obtained on a adc meter. As a result, the customer experienced hyperglycemia with symptoms described as dizziness and a loss of consciousness. The customer further reported they were able to self-treat with insulin and synjardy. No further treatment was indicated. There was no report of death or permanent injury associated with this event.